Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative reported that the patient had their implantable neurostimulator (ins) replaced on (B)(6) 2016 due to normal end of life (eol) battery status. It was noted that all impedances were normal at that time. Two days prior to the date of this report, the manufacturer representative met with the patient and found electrodes 8 and 15 to be out of range (oor). The manufacturer representative stated that they could program around those and the oor impedance values wouldn't affect therapy. Additional information provided on 2016-oct-07 reported that the patient's programs didn't include the affected electrodes. The patient was satisfied with the reprogramming and the issue was resolved. No patient symptoms were reported. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.